Event description:
When staff opened new package of blue wrap for surgical instrument prep, there were many brown spots found all over the product. This compromised sterility and a new package of wrapping needed to be opened.